Event description:
It was reported that the patient exchanged their system controller after experiencing driveline communication faults which temporarily resolved the issue. It was noted that the patient exchanged the controller before contacting the healthcare team, so the nature of the instigating alarm could not be determined when contact was made. The alarm eventually reoccurred, and the patient presented to the hospital to be assessed. There were areas of superficial damage on the modular portions of the driveline that had been previously taped over, but there was also a work hardened kink on the percutaneous side with damage to the silicone sheath that has a self-amalgamating silicone tape applied. A discontinuity in data lead could potentially be on either side of the modular connector. The patient's modular driveline was to be replaced with a new one if the international normalized ratio (inr) was therapeutic. If that would not resolve the alarm, the alarm was to be silenced permanently. The event log file confirmed the onset of the driveline communication (b) faults on 07dec2024 at 0019. The driveline was briefly disconnected and reconnected at 0025. Following the reconnect, the pump resumed operation with the communication fault active. The final driveline disconnect to the controller occurred at 0033. When event log from the newly exchanged controller indicted that the pump was connected on (B)(6) 2024 at 2330 (it was noted that the controller clocks may have not been in sync). The pump resumed operation with the communication b fault active.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable confirmed wire damage that would have caused the reported driveline communication fault alarms observed in the submitted log files. Review of the submitted controller event log file captured a driveline communication fault alarm, associated with com_b_fault flags, active on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to be operating as intended. The heartmate 3 modular cable, lot 7955626 was returned, in used condition. The outer jacket was partially wrapped in tape approximately 3.5¿ and 5¿ from the controller connector. The outer jacket material stretched and created flaps approximately 4¿ and 9¿ from the controller connecter. The controller and inline controller pins appeared to be unremarkable. The modular cable was connected to a test pump cable and operated on a mock circulatory loop using a test pump. The reported driveline communication fault was reproduced. The modular cable did not pass electrical continuity testing due to an open loop being measured on the yellow (comm b). The outer jacket of the modular cable was removed to inspect the underlying wires. Breaches in the insulation were observed on the red wire approximately 3¿ and yellow wire approximately 3.5¿ from the controller connector. The yellow wire was noted to have been completely fractured. Areas of wire kinking were observed. The root cause for the observed damage is consistent with repetitive flexing of the cable over time. The relevant sections of the device history records for modular cable, lot # 7955626 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU outlines the steps for connecting the pump and modular cables. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.